Event description:
It was reported that when attempting to remove the drain tube, resistance was noted. It was determined that the body tissue was embedded in the drain hole. An abdominal operation was performed to remove the drain. Aspiration was not performed. This issue occurred 28 days after placement.